Event description:
The patient was having revision surgery to replace the lead. Patient was implanted by dr. (B)(6) on (B)(6) 2023. Patient has been coming in for regular programming optimization. Complaint of shocking from abdomen when she is near her crockpot, microwave, shopping cart, washer, and dog kennel.